Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event on (B)(6) 2025 where tubing was detached from connector. The issue occurred with one infusion set used for one hour. The patient replaced the infusion set tubing and insulin was resumed successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction tubing detached from tubing-tubing connector. No escalation required. The batch 6008804 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (static pull test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008804 was manufactured according to the wi version 116 manufactured in the line inset 3, on 19/aug/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4h02645 was manufactured according to the wi version 64 manufactured in the machine sc09, on 17/aug/2024, with a total of 30,135 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6008804 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.